Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that during impaction of a trauma nail, the threads of the impactor head broke off in the targeting guide.

Manufacturer narrative:
As returned the instrument is fractured below threaded portion, flush with step. There were numerous dents and dings on the stem and both sides of the head indicating previous effective use. The device history records were reviewed and the records indicated that the parts met specifications at the time of manufacture. The impaction head had a potential field age of approximately 6 years and 5 months at the time of the reported incident. This device is used for treatment. The complaint history review revealed this issue has been observed multiple times; due to the occurrence of this issue, a corrective action was implemented. This corrective action made multiple changes to the device, including an enlarged shoulder radius to increase strength of the impaction surface to shaft region and a tightening of the material hardness range to improve impact strength, in order to reduce fracture occurrences. The part related to this complaint was manufactured before the corrective action was implemented. The failure is consistent with many of the previous complaints. Also, it should be noted that the instrument was in use approaching 6.5 years with unknown usage history combined with the witness marks and scuffs on the device which show that the device has been extensively used; therefore, this suggests that normal wear and tear from use could have been a contributing factor. The most likely cause of the fracture is off-axis impaction and repeated impact loading on the strike surface.